Manufacturer narrative:
Bayer case number: (B)(4). Persistence of pelvic pain/ constant [pelvic pain female] sacral pain [sacral pain] muscular pain [muscular pain] joint pain [joint pain] progressive loss of libido, until total loss [loss of libido] autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019 [basedow's disease] sleep disorders [sleep disorder] increasing sensitivity to cold, from year to year, particularly in the hands and feet [sensation of cold] constant latent fatigue [fatigue] dry skin and itching all over [dry skin] dry skin and itching all over [itching all over] after each "common cold", red blotches appear in the groin (on both sides) and neck [red blotches] urinating at least twice each night [nocturnal urinary frequency] exhaustion due to constant pain and incomplete night [exhaustion] ovarian cyst [ovarian cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-jan-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistence of pelvic pain/ constant") in a 46-year-old female patient who had essure inserted (lot no. C61989) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. In 2016 she experienced loss of libido ("progressive loss of libido, until total loss") and ovarian cyst ("ovarian cyst"). In 2019 she experienced graves' disease ("autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019"). On unknown date she experienced pelvic pain (seriousness criterion medically important), sacral pain ("sacral pain"), myalgia ("muscular pain"), arthralgia ("joint pain"), sleep disorder ("sleep disorders"), feeling cold ("increasing sensitivity to cold, from year to year, particularly in the hands and feet"), fatigue ("constant latent fatigue"), dry skin ("dry skin and itching all over"), pruritus ("dry skin and itching all over"), rash macular ("after each "common cold", red blotches appear in the groin (on both sides) and neck"), nocturia ("urinating at least twice each night") and exhaustion ("exhaustion due to constant pain and incomplete night"). At the time of the report, the pelvic pain, sleep disorder, fatigue and exhaustion had not resolved. The outcomes for sacral pain, myalgia, arthralgia, loss of libido, graves' disease, feeling cold, dry skin, pruritus, rash macular, nocturia and ovarian cyst were unknown. No causality assessment was received for essure with regard to pelvic pain, sacral pain, myalgia, arthralgia, loss of libido, graves' disease, sleep disorder, feeling cold, fatigue, dry skin, pruritus, rash macular, nocturia, exhaustion or ovarian cyst. The reporter commented: date of occurrence: (B)(6)2020. Period of occurrence: autoimmune hyperthyroidism diagnosed in 2020, treated, persistence of pelvic, lumbar, muscular, joint pain since. Ovarian cyst in 2016 since 2016, progressive loss of libido, until total loss in 2020, autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019. After 18 months of treatment, the lumbar, pelvic, sacral, cervical, muscular and joint pains have never disappeared and have been increasing since 2023. Sleep disorders. Increasing sensitivity to cold, from year to year, particularly in the hands and feet. Constant latent fatigue dry skin and itching all over after each "common cold", red blotches appear in the groin (on both sides) and neck. Lack of understanding from doctors. Urinating at least twice each night. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Batch 61989 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
Bayer case number: (B)(4). Persistence of pelvic pain/ constant [pelvic pain female], sacral pain [sacral pain], muscular pain [muscular pain] , joint pain [joint pain] , progressive loss of libido, until total loss [loss of libido] , autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019 [basedow's disease] , sleep disorders [sleep disorder], increasing sensitivity to cold, from year to year, particularly in the hands and feet [sensation of cold] , constant latent fatigue [fatigue], dry skin and itching all over [dry skin] , dry skin and itching all over [itching all over], after each "common cold", red blotches appear in the groin (on both sides) and neck [red blotches] , urinating at least twice each night [nocturnal urinary frequency], exhaustion due to constant pain and incomplete night [exhaustion] , ovarian cyst [ovarian cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistence of pelvic pain/ constant") in a 46-year-old female patient who had essure inserted (lot no. C61989) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced loss of libido ("progressive loss of libido, until total loss") and ovarian cyst ("ovarian cyst"). In 2019 she experienced graves' disease ("autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019"). On unknown date she experienced pelvic pain (seriousness criterion medically important), sacral pain ("sacral pain"), myalgia ("muscular pain"), arthralgia ("joint pain"), sleep disorder ("sleep disorders"), feeling cold ("increasing sensitivity to cold, from year to year, particularly in the hands and feet"), fatigue ("constant latent fatigue"), dry skin ("dry skin and itching all over"), pruritus ("dry skin and itching all over"), rash macular ("after each "common cold", red blotches appear in the groin (on both sides) and neck"), nocturia ("urinating at least twice each night") and exhaustion ("exhaustion due to constant pain and incomplete night"). At the time of the report, the pelvic pain, sleep disorder, fatigue and exhaustion had not resolved. The outcomes for sacral pain, myalgia, arthralgia, loss of libido, graves' disease, feeling cold, dry skin, pruritus, rash macular, nocturia and ovarian cyst were unknown. No causality assessment was received for essure with regard to pelvic pain, sacral pain, myalgia, arthralgia, loss of libido, graves' disease, sleep disorder, feeling cold, fatigue, dry skin, pruritus, rash macular, nocturia, exhaustion or ovarian cyst. The reporter commented: date of occurrence: on (B)(6) 2020. Period of occurrence: autoimmune hyperthyroidism diagnosed in 2020, treated, persistence of pelvic, lumbar, muscular, joint pain since. Ovarian cyst in 2016 since 2016, progressive loss of libido, until total loss in 2020, autoimmune hyperthyroidism (basedow) diagnosed but symptoms had been present since at least 2019. After 18 months of treatment, the lumbar, pelvic, sacral, cervical, muscular and joint pains have never disappeared and have been increasing since 2023. Sleep disorders. Increasing sensitivity to cold, from year to year, particularly in the hands and feet. Constant latent fatigue dry skin and itching all over after each "common cold", red blotches appear in the groin (on both sides) and neck. Lack of understanding from doctors. Urinating at least twice each night. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.